Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00036. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary right tha on an unknown date. Subsequently, the patient suffers from an intraprosthetic dislocation. No medical intervention has been reported to date. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.